Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a demonstration. The reload was connected to the adapter and the jaws were checked for opening and closing. Pushed the right button of the center control, articulated the jaws and closed the jaws. However, the green buttons were not illuminated and the display screen showed the requirement for attaching a reload. Shortly after, the articulated jaws returned to the straight position no their own. Pushed the unload button down and re-set the adapter and reload. Checked the opening and closing of the jaws and closed the jaws. However, the green buttons were not illuminated and the display screen showed the requirement for attaching a reload. Pushed the center control button, however, the device did not react at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.